Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
Yesterday during surgery at (B)(6) hospital, (B)(6) dr. (B)(6) did meniscus repair. The first implant fired, and the second implant did not fire. After trying 2-3 times, the device had to be changed. The second implant worked okay. The lot no and expiry of the device (ref. No. (B)(4) is 3l68976 and 2022-02-28 . The implant was not used at an incorrect angle. No patient harm was done, the surgeon has not raised any complaint. The total delay in this entire procedure was 5min. The implant could not be retrieved as one of the implant was implanted in the body.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received and evaluated. Upon visual inspection no implants in the silicone tube were noted. The silicone sleeve was intact with no anomalies. The pusher rod was evaluated, via functional testing the trigger was pulled. A click was heard as intended, indicating the functionality of the device is sound. The stop tube is pushed back a little at the distal tip which could be caused by the user over penetrating the needle in the meniscus. The 2nd implant was not on the needle, indicating it had been fired, therefore this complaint is not confirmed. A manufacturing record evaluation was performed for the finished device lot/serial number 3l68976, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device lot/serial number 3l68976, and no non-conformances related to the reported complaint condition were identified.